Manufacturer narrative:
(B)(6 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a blood recipient set. The reported issue was found during preparation for patient infusion. The set leak was identified when the nurse had noticed blood on the counter, from the end of the set, as well as the upper part of the administration set. The seal between the drop chamber and lower tubing had a leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection was performed which revealed a leak at the four way heat seal chamber. The reported condition was verified. It is to be noted that the chambers are 100% leak tested during the automatic production process. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.